Manufacturer narrative:
Per t:slim user guide, "replace the cartridge every 48 hours if using humalog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Troubleshooting with tandem technical support was unable to be performed as the reported issue occurred in the past. Reportedly, customer uses humalog insulin and the customer uses the cartridge for approximately 4-5 days. Customer had elevated blood glucose levels (256 mg/dl). Customer changed out the cartridge and infusion set, and delivered a bolus to address elevated bg levels.